Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog#: 110010263, g7 osseoti multihole 50mm d l 50mm d, lot#: 6788411. Catalog#: 010001001, g7 screw 6.5mm x 40mm, lot#: 6781031. Catalog#: ep-200146, act artic e1 hip brg 28x40mm s46 dia28, lot#: 789530. The event was confirmed with photographs and medical records/radiographs received. Visual examination of the provided pictures identified the products had been removed, with no other information that would help or enhance the investigation. X-ray impressions: left total hip arthroplasty with superior dislocation, likely related to the vertical orientation of the acetabular cup. Possible dissociation of the liner from the acetabular cup. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a hip revision approximately 22 days post implantation due to dislocation. During the surgery, the liner was found to be disassociated from the cup. The surgeon thought that the broken screw forced the liner out. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110010263 ¿ g7 multihole cup ¿ 6788411; ep-200146 ¿ active articulation bearing ¿ unknown lot; unknown bone screw ¿ unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00802, 0001825034 - 2021 - 00804, 0001825034 - 2021 - 00805.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to dislocation. During the surgery, it was found that the liner had disassociated from the cup and there was a broken screw that could have forced it out as there was a large scratch noted on the back of the liner. Attempts have been made and additional information on the reported event is unavailable at this time.